Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. Clinical review of the medical records provided show the patient died of an acute myocardial infarction, cardiac arrest, esrd and diabetes mellitus type I. Labs provided were as expected for a patient with esrd, of note was the patient¿s ferritin level which was more than twice normal value. There was no allegation against fresenius products and the cause of death was unlikely related to peritoneal dialysis therapy occurring at the time of death.

Event description:
A peritoneal dialysis nurse reported a patient experienced a cardiac arrest and subsequently expired while connected to the cycler. The following is from medical records provided by the patient's treatment facility. The esrd death notification reported the cause of death as acute myocardial infarction with no secondary causes. The patient was not on hospice care at the time of death. The death certificate list causes of death as: cardiac arrest, end stage renal failure and type I diabetes.